Event description:
The lead was reportedly fractured. The lead was capped and replaced.

Event description:
It was reported that interrogation revealed an alert that indicated charge aborted due to possible output circuit damage. The diagnostics noted six aborted charges. The patient had been in a serious automobile accident which may have damaged the device and lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.